Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was feeling uncomfortable stimulation. The patient was found to be set to 1.7 on program 1 and stimulation was confirmed to be turned on. The patient was assisted with reducing stimulation from 1.7 to 1.3 which the patient confirmed was comfortable. When asked about the date of onset the patient indicated that the issue began on (B)(6) 2018, suggesting a sudden onset of the issue. The uncomfortable stimulation was resolved at the conclusion of the call. There were no further complication reported or anticipated.